Event description:
It was reported that after the case was completed, it was noticed that the patient's blood pressure dropped. Ice confirmed a perforation. A pericardiocentesis was performed extracting approximately 400 cc of fluid. The patient was in stable condition.

Manufacturer narrative:
Concomitant products: carto 3 system: us catalog #: fg540000, serial #: (B)(4). Stockert 70 system: us catalog #: s7001, serial #: (B)(4). Cool flow pump: us catalog #: cfp002, serial #: (B)(4). Soundstar 10f-90, ge us catalog #: sndstr10g, OEM lot #: unknown. DHR was not performed since the lot # was not provided by the customer. (B)(4).